Event description:
The customer reported to the home patient representative that they were "unable to prime cassettes properly, when able to, did not have enough fluid left to finish dialysis, had bad pains in his sh0ulder. The nurse thinks it was air in the tubes. Patient had intense shoulder and back pain (usually associated with air) - nurse took him to emergency, but was not admitted. Had xrays done by family doctor, did not find anything."